Event description:
There was no patient involved. Device displaying switching on automatically symptom.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2009. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully by the user on the (B)(6) 2009 and that it had performed to specification up to the (B)(6) 2012. On the (B)(6) 2012, the device failed the weekly auto self-test due to low battery, the user would have been alerted with a ¿warning low battery, device service required¿ prompt and a flashing red status led. Later on this date, information from the history log shows an increase in voltage which suggests a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully performed all subsequent weekly auto self-tests up to (B)(6) 2016. On the (B)(6) 2016, the device failed the weekly auto self-test due to low battery. Later on this date, information from the history log shows an increase in voltage which suggests a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully performed all self-tests up to the (B)(6) 2017. The device records 4 manual power ons on the (B)(6) 2017, mainly of nonsensical duration. These may indicate the device was switching on automatically and the user was intervening by turning the device off initially via the on/off button then by removing the pad-pak. There were no further log entries. The returned pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Further investigation for the fault attributed to membrane failure there were 4 manual power ups recorded on the (B)(6) 2017 mainly of nonsensical duration. These power ups may indicate the device was switching on automatically and the user was intervening by removing the pad-pak. Therefore, no ten-minute timeouts were recorded. The fault was witnessed during the course of the investigation. The fault could not be replicated with a known good membrane installed. The sam 300p is now an obsolete product, therefore it will be scrapped and replaced with a heartsine sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device displaying switching on automatically symptom.